Event description:
Interventional fluoroscopic x-ray system it has been reported to philips that system gave an image disk full error and would not expose. The device was in clinical use at the time of the event. There was no reported patient or user harm. A philips remote service engineer (rse) recreated an image store and reformatted the hard disk via remote access to the system and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The remote service fixed the issue temporarily by recreating the image store and formatting the disk. After which the procedure was completed on the system with a 10-minute delay. The same issue reoccurred on (B)(6), 2023, and the fse confirmed the issue in the log file, installed the lateral image processing pc (ip-pc) os, and recreated the database.. The system was returned to use in good working order and to date, no further reoccurrence of this issue has been reported to philips. The codes were updated based on the investigation outcome.